Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected infusion time was 44 hours, but the elastic reservoir did not continue to shrink after 30 hours. The device contained fluorouracil and saline solution for a total volume of 88 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between february 26-27, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph only shows the bottom of the device where the lot number is. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.